Manufacturer narrative:
This prod is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The product has been received for eval. However, the engineering analysis is not yet completed. Add'l info will be submitted within 30 days of receipt.

Event description:
The pt was a 58-yr old male. The target lesion was proximal right coronary artery. The lesion was a de novo, slightly calcified and slightly tortuous. There was 100% stenosis. After pre-dilation was conducted with a balloon (2.0/15mm: avita), cypher (3.5/23mm) was delivered to the target lesion. Before inflating the balloon, the air was removed from the cypher and physician found the blood flowing back into the stent delivery system (sds) and the balloon wouldn't inflate. Physician suspected a pinhole rupture and the sds was removed from the pt. A des (taxus: size unk) was implanted instead and the procedure was finished. There was no reported pt injury.